Manufacturer narrative:
Corrected data: d9 (the fields were inadvertently omitted from the initial report) and h6 (type of investigation code ¿4111¿ was selected instead of ¿10¿ in error on the initial report). H10: it is unknown if there was deviation from instruction for use on reprocessing steps for the air/water channel. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the air/water channel could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - detection methods are written in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. - prevention measures are written in IFU: gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated, and the customer¿s allegation was confirmed. In addition to foreign material attached to the device due to insufficient cleaning, additional findings were as follows: the light cover glass was cracked; distal end adhesive had an uneven edge; control body aspiration housing and air/water housing had a colored ring worn; suction connector had water leakage; hot cold test had misty image; up/down and right/left angle was not to specification and had play evident; and the transponder was damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had an e226 communication error. The event occurred during maintenance. There was no patient harm associated with the event. The device was evaluated, and it was found there was foreign material attached to the device. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.